Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f2002903) presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) ¿broke¿ as it was advancing into the unknown sheath. The physician was the device in as instructed and the tip of the part that houses the polyethylene glycol (peg) broke, exposing the peg and initiating the device to start expanding outside the body. Therefore, the device was removed another 5f mynx control vcd was opened and used successfully. There was no reported patient injury. The physician is a trained user and I was there covering cases. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel level of tortuosity was little to none. The device was stored and handled per the instructions for use IFU. There were no visible signs of device/package damage prior to use. There was no reported difficulty removing the product from the packaging. The integrity of the sterile pouch was not compromised. There were no kinks noted on the device prior to use. The mynx vcd was prepped according to IFU instructions. The device storage temperature exceeded 25 °c. Another mync control was opened and used properly. Site achieved hemostasis successfully with second device . The patient's hospitalization was not extended as a result of the event. The patient status was stable, second device worked successfully and patient was sent back to room 2 hours post deployment. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) ¿broke¿ as it was advancing into the unknown sheath. The physician put the device in as instructed and the tip of the part that houses the polyethylene glycol (peg) broke, exposing the peg and initiating the device to start expanding outside the body. Therefore, the device was removed and another 5f mynx control vcd was opened and used successfully. There was no reported patient injury. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The procedural sheath was not returned, and the sealant was observed at the distal end of the sealant sleeve. Per microscopic analysis, the sealant¿s outer sleeve was frayed and kinked. The condition may have contributed to the deployment difficulty. However, it is unknown if the damage to the sleeve occurred during the procedure or during subsequent handling or transit. Functional testing was not performed on the received device due to the damaged sealant sleeve. A product history record (phr) review of lot f2002903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature¿ and ¿sealant sleeves frayed/split/torn¿ were confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as excessive force used or damage to the procedural sheath, may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.